Event description:
Consumer concerned about high blood results. Back to back blood test results were 127 mg/dl and 182 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).